Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During the repair, an evaluation was performed, and it was determined that the turn knob was detached. Due to the detached knob a saw blade could not be attached, and other test steps could not be performed. It was further determined that the trigger was not moving smoothly, and the electrical ports were damaged. When the device was disassembled, it was found that the motor was worn, and the controller was damaged. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades and check for sticky trigger. It was determined that the issue related to the turn knob falling off and the cutter not being able to be secured/locked were due to a design issue which was escalated to CAPA. Therefore, the reported condition of the device falling apart ¿ unattached was confirmed. The assignable root cause was determined to be due to a design error. All the other issues were due to component failure from wear.

Event description:
It was reported that the locking mechanism of the battery oscillator device had become detached. The reporter further clarified that the part where the saw locks into had become detached from the handpiece. Furthermore, the reporter noted that the modular handpiece device was in bits, indicating it had likely been dropped and needed a new casing. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.